Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), dc/dc & standard connectors printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent to further investigation. When starting the pre-use check the power error appeared directly. It was then noticed by measuring the resistance of a transformer. A failure in this transformer will result in wrong +12 voltage signal towards the valve fuse or control circuit. Replacing this resistor resolved the reported issue. However, it was not possible to find the root cause for the transformer failure. Dc/dc & standard connectors pcb converts the internal dc supply voltage +12 v_unreg into the following internal dc supply voltages: ¿ +24 v ¿ +12 v ¿ -12 v ¿ +5 v ¿ +3.3 v dc/dc & standard connectors pcb also controls switching between mains power and external 12 v dc power supply. The root cause for the reported issue could not be determined.

Event description:
Manufactures reference ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).